Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an external neurostimulator (ens). Caller said the patient was in the first trial and they were going to perform the second part today; they were also going to put in the implantable neurostimulator (ins). Upon opening the patient, it was found that the lead was infected. The healthcare provider (hcp) indicated the patient mentioned they had pain at the lead site. As a result of what was reported, the components were removed and the patient was placed on antibiotics (oral or IV was not specified). No device issue was reported and no further patient complications have been reported as a result of his event.